Manufacturer narrative:
A getinge field service technician will be sent for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. This event occurred on the indian market on a significantly similar device to "heart lung machine, hl20", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for hl20 with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china during use. A hl20 single pump displayed the error message: "head" and stopped pumping. The operator discovered it and took immediate measures. The pump restarted and circulated again, successfully completing the surgical treatment. After confirmation with the customer, the whole process did not cause any personal injury or delay in surgery. The failure can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china during use. A hl20 single pump displayed the error message: "head" and stopped pumping. The operator discovered it and took immediate measures. The pump restarted and circulated again, successfully completing the surgical treatment. After confirmation with the customer, the whole process did not cause any personal injury or delay in surgery. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). According to the getinge field service technician the customer does not want to repair the device. The customer decided to use the device only for internal simulation operation training and will not use it for patient treatment in the future. No parts were replaced. Since no parts have been replaced no technical investigation is possible. However the reported error message: "head" could be linked to the following most probable root causes according to the hl20 risk management file: (total) fail of device because of: - failure of motor, motor controller or control circuitry - failure of pump control board (pump stop) - pump on/off defective - defective tacho, relay or pump belt. The review of the non-conformities has been performed on 2025-03-26 for the period of 2018-10-04 to 2025-03-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-10-04. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported error message: "head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.